Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. The dexcom g5 mobile continuous glucose monitoring system user guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scaring or skin discoloration).

Event description:
Dexcom was made aware of 01/28/2017, that on (B)(6) 2017, that the patient experienced a skin reaction to the sensor. The sensor was inserted on the abdomen on (B)(6) 2017. The patient stated that upon insertion, the site immediately started itching. Later that day, the patient complained that the site itched and the patient's mother noticed little bumps around the adhesive . On (B)(6) 2017, the patient's mother removed the sensor to discover the skin reaction which was red, warm, and has little bumps around the sensor insertion site. The reaction was a quarter sized. The patient's mother called the doctor and was prescribed steroid cream. At the time of contact, the patient was doing fine. Additional event or patient information is not available. No product or data was provided for evaluation, however a photograph was provided. The reported event was confirmed through the photograph. A root cause could not be determined.